Event description:
It was reported that the patient had been hospitalized with hypoglycemia on (B)(6) 2025. The patient's blood glucose levels declined to 36 mg/dl while wearing the pod between 4 and 24 hours on their arm. Symptoms reported include sweating and feeling of dizziness. The patient was treated with sugar water and intravenous fluids. The patient was released the same day, after spending 8 hours in the hospital. The pod was removed at the hospital, discarded, and a new pod was placed.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.4. Operating system: 18.7. Hardware: iphone15.3. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.